Manufacturer narrative:
By checking the sterilization charts of the lot #s involved, no anomalies were found. Therefore, we can ensure that all the products have been properly sterilized before being placed on the market. We will submit a final MDR once the investigation will be concluded.

Event description:
Shoulder second stage revision surgery due to infection performed on (B)(6) 2019. Previous stage was performed on (B)(6) 2018 (removal of glenoid and humeral body components; the stem was left in situ) and has been reported to FDA as MDR 3008021110-2018-00032 (limacorporate (B)(4)). During the second stage surgery, the surgeon implanted smr reverse with iliac crest bone graft. Primary surgery was performed on (B)(6) 2017. The involved components are the following: glenoid metal back, code 1375.20.010, lot# 201707344, ster 1700250 correction glenosphere, code 1374.50.444, lot# 201706116, ster 1700179 bone screw, code 8420.15.010, lot# 201707582, ster 1700232 lateralizing liner, code 1362.09.115, lot# 201613848, ster 1600334 bone screw, code 8420.15.010, lot# 201703538, ster 1700141 humeral body, code 1352.20.010, lot# 201707171, ster 1700238 connector + screw, code 1374.15.310, lot# 201707211, ster 1700213 finned stem, code 1304.15.200, lot# 201705771, ster 1700188 among these components, just the bone screws, the connector and the stem are marketed in us. Event occurred in (B)(6).

Manufacturer narrative:
By checking the sterilization charts of the lots involved, no anomaly was found on: - a total of 60 glenoids manufactured with lot# 201707344, ster 1700250 - a total of 14 correction glenospheres manufactured with lot# 201706116, ster 1700179 - a total of 200 bone screws manufactured with lot# 201707582, ster 1700232 - a total of 20 lateralizing liners manufactured with lot# 201613848, ster 1600334 - a total of 200 bone screws manufactured with lot# 201703538, ster 1700141 - a total of 62 humeral bodies manufactured with lot# 201707171, ster 1700238 - a total of 27 connectors + screws manufactured with lot# 201707211, ster 1700213 - a total of 35 finned stems manufactured with lot# 201705771, ster 1700188 therefore, we can ensure that all the products have been properly sterilized before being placed on the market. Explants analysis: no explants or pictures available for further analysis. X-rays analysis: focusing on the first revision surgery, we received pictures of explants and x-rays dated 05th of april 2018 (immediate post- op) that were analyzed by a medical consultant. He commented that the presence of infection was visible, and it is "a well known complication of prosthesis implantation surgery". For further details, please refer to final incident report sent for limacorporate complaint #125/18 tga ref. #51272. Based on the info received, on the check of sterilization charts performed, on the biological analysis performed by the hospital and on x-rays evaluation, this cannot be classified as product- related event. We cannot estimate with certainty the root cause for this event but, as said by the medical consultant, infection is a well known complication of prosthesis implantation surgery. Pms data: according to our pms data, smr reverse revision rate due to infection is 0.051%. None of the cases we could investigate were classified as product related. No corrective actions planned for this case. Limacorporate will keep monitored the market.

Event description:
Second stage of a shoulder revision surgery due to infection performed on january 17, 2019. Previous stage was performed on april 5th, 2018 (removal of glenoid and humeral body components, the stem was left in situ. Event associated to MFR 3008021110-2018-00032). During the second stage surgery, the surgeon implanted smr reverse with iliac crest bone graft. Primary surgery was performed on august 24, 2017. The involved components are the following: - glenoid metal back, code 1375.20.010, lot# 201707344, ster 1700250. - correction glenosphere, code 1374.50.444, lot# 201706116, ster 1700179. - bone screw, code 8420.15.010, lot# 201707582, ster 1700232 .- lateralizing liner, code 1362.09.115, lot# 201613848, ster 1600334. - bone screw, code 8420.15.010, lot# 201703538, ster 1700141. - humeral body, code 1352.20.010, lot# 201707171, ster 1700238. .- connector + screw, code 1374.15.310, lot# 201707211, ster 1700213. - finned stem, code 1304.15.200, lot# 201705771, ster 1700188. According to the info reported, the surgeon commented that specimens taken from previous surgery revealed staph aureus as responsible for the infection. Event occurred in australia.